Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. During an outpatient visit, a pocket formation and swelling were observed, and the patient also complained of pain. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.